Manufacturer narrative:
No missing segments/partial display noted. Unit received with constant restarts at medtronic logo screen. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to constant restarts. Unable to verify drive system anomalies, navigation of insulin pump anomalies, frozen screen anomalies and dark display anomalies due to constant restarts. Tested with a test p-cap and p-cap locks in place properly. Unit received with scratched casing, minor scratches on lcdwindow and pillowing keypad overlay.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the insulin pump display had issues. The main menu was very dark. The insulin pump restarted on its own and delivery stopped. The patient's blood glucose at the time of incident was 5.8 mmol/l. The battery was changed and when the customer pressed on reservoir and tubing the insulin pump stopped and restarted to the main menu. The insulin pump was returned for analysis.